Event description:
A customer contacted beckman coulter inc. (Bci) on (B)(6) 2008, regarding erroneously elevated accutni results generated by the unicel dxi 800 access immunoassay system for several patients. However, all the results were within the risk stratification range. In additional information supplied by the customer at a later date ((B)(6) 2009), a patient sample tested for accutni gave a result of 0.771 ng/ml. The sample was then re-centrifuged and aliquoted and retested upon which, it gave a result of 0.021ng/ml. The erroneous result was reported outside of the laboratory. There was no effect to the patient or user with regards to this event.

Manufacturer narrative:
Sample was collected in 13x100 greiner vacuette tubes and centrifuged at 3000 g for 10 minutes at 20 degrees celsius. Unit is currently performing within qc specifications. However, actual qc data was not supplied. A field service engineer (fse) went on-site: fse investigated the instrument files and no apparent links to the accutni flier issues were noted. Fse ran diagnostic testing which passed but resulted higher than expected for one pipettor. Fse verified the pipettor alignments and no adjustments were necessary. Ultrasonic adjustments were completed for this pipettor. Fse replaced red/white fluid fitting for this pipettor. Fse primed and repeated diagnostic testing which passed with acceptable results for the pipettor. Fse ran dilution test which passed. Fse noted instrument acceptable for use. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report. (B)(4).